Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse in the monitor cart. System operates as intended.

Event description:
The customer reported the system would not power up. No patient injury was reported.